Manufacturer narrative:
Root cause attributed to a high speed motor vehicle accident at impact.

Event description:
It was reported a ferno stretcher was involved in a motor vehicle accident and allegedly became detached from the fastener. Speed at impact was reported between 70-80 mph. There was no patient on the stretcher at the time of the accident. The serial # of the stretcher or fastener have not been provided and have not been evaluated by the manufacturer.

Manufacturer narrative:
The cot was evaluated by an authorized technician. The technician was unable to find any issues with the stretcher and reported it as working as intended. The fastener, however, sustained damages indicative of a high speed impact and was not approved for service. The customer has been advised to replace the fastener due to excessive damages sustained. The root cause of the damages to the fastener are attributed to the high speed motor vehicle accident.

Event description:
It was reported a ferno stretcher was involved in a motor vehicle accident and allegedly became detached from the fastener. Speed at impact was reported between 70-80 mph. There was no patient on the stretcher at the time of the accident. The serial # of the stretcher or fastener have not been provided and have not been evaluated by the manufacturer.